Event description:
Information received regarding the explanted device notes that during a follow-up, pacing at 90 ppm was observed. Several attempts to return the device to the programmed base rate of 60 ppm were unsuccessful. There were no consequences to the patient.